Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the customer reported ¿repeated air-in-line alarms¿ was not able to be reproduced as the device alarmed reload set. A review of the event history log revealed air in line messages however the event date was not provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of specification and unable to be calibrated. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿repeated air-in-line alarms¿ was reproduced as a reload set alarm. A review of the event history log revealed multiple reload set (air detector) messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a reload set alarm. The cause of the condition was determined to be the ultrasonic sensor out of specification and unable to be calibrated. The ultrasonic sensor will be replaced to address this issue. The device malfunction of reload set would not lead to death or serious injury if it were to recur. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed, air-in-line, repeatedly during an unspecified process step in the neonatal intensive care unit (nicu). There was no patient involvement. No additional information is available.